Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error during priming, motor position encoder error and insulin was squirting out during priming. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump was exposed to moisture and they could see fluid under the screen. The customer also mentioned that the insulin pump had hairline fracture. The drive support cap appeared to be normal. The customer was also unable to exit the preparing to prime loop. The insulin pump will be returned for analysis.